Event description:
Boston scientific received information that this transvenous right ventricular (rv) lead and associated implantable cardioverter defibrillator (ICD) did exhibit out-of-range pace impedance, greater than 2,000 ohms. There was some evidence of non-physiologic oversensing that could be related to the intermittent high impedance. The implant was fairly recent from just a couple of months prior, therefore a connection related issue was suspected. The boston scientific local area sales representative confirmed that the patient was not pacemaker dependent, therefore there had been no inhibition of pacing due to oversensing.

Manufacturer narrative:
Further troubleshooting which included isometrics and connection testing in an electrophysiology lab could not isolate the source of noice. No apparent connection issue was identified, however the physician elected to remove both this lead and associated ICD from service. Beyond the surgical intervention, there were no adverse patient effects. Final analysis could not confirm or deny the device characteristics caused or contributed to the reported clinical observations. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.